Manufacturer narrative:
The devices involved in this event are expected to be returned for evaluation; however, they have not yet been received. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft, an afx vela suprarenal, and an afx limb stent graft. Approximately seven (7) years post initial procedure, the patient presented with a ruptured aneurysm. The physician elected to explant the graft and perform an open repair. The physician did not report any indication of the failure of the devices. The patient is stable and doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received a one (1) afx bifurcated stent graft, one (1) afx vela suprarenal stent graft and one (1) afx limb stent graft for evaluation. The devices were shipped in a biohazard returned bag within a box. Blood and tissue residue were present upon receipt. The devices were decontaminated. A visual analysis was performed. The afx bifurcated stent graft and the afx vela suprarenal stent graft were still attached to each other. Separating the two devices would cause damage to both devices therefore they were visually inspected together. A small hole in the graft near the bifurcation was identified on the bifurcated stent graft. Unable to determine if this small hole was created during the explant of the device or present prior to the device being explanted. The integrity of the graft appears to be intact with no visible defects for the suprarenal stent graft and the limb stent graft. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was able to confirm the reported surgical conversion (explant) however the reported rupture was not confirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be stable and doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.